Event description:
On (B)(6) 2012, an (B)(6) year old, elderly female patient with a history of lyme disease experienced leakage at the luer lock site while preparing an IV set with y-site vented for use. It was reported to the vendor that leakage occurred with several sets of the product over a t wo (2) to three (3) week period between (B)(6) 2012. The IV sets were not used during any treatment and immediately disposed.